Event description:
The pt reported that the pump lost power approx 5 times in the past day. The pt reports the pump shuts off and then returns to the verify screen.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.